Event description:
3 burn blisters/reddish areas/ the third one greatly enlarged and finally still inflamed [burns second degree], there must have been a production error with the last wrap she used [device issue]. Case narrative: this is a spontaneous report from a contactable consumer via a pfizer-sponsored program "brand websites for devision consumer healthcare (B)(4)". A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), device lot number w91239, expiration date aug2021, via an unspecified route of administration from an unspecified date at an unspecified dose for the lower back area. The patient medical history and concomitant medications were not reported. The patient stated on (B)(6) 2019 she bought a pack with heat wraps. She has disposed the paper repackaging before her holiday start and can offer you only the numbers printed on the foil of the heat wrap. She attached the wrap in the morning and wanted to remove it again in the afternoon. She noticed 3 burn blisters in (B)(6) 2019. Meanwhile two were not so strongly developed and disappeared completely after 2 days except the reddish areas, the third one greatly enlarged and finally still inflamed. After that she didn't use heat wraps any more. The packaging instructions do not really say much about the formation of burn blisters. Since she used the product several times and also correctly (altogether 3x), she assumed that there must have been a production error with the last wrap she used. Otherwise she would surely have noticed a blistering in case of hypersensitivity or with one of the patches used before. The action taken in response to the events was permanently withdrawn in (B)(6) 2019. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events were assessed as associated, as it was determined that a causal relationship between the suspect device and the events cannot be ruled out. Comment: based on the available information, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events were assessed as associated, as it was determined that a causal relationship between the suspect device and the events cannot be ruled out.

Event description:
Event verbatim [preferred term] 3 burn blisters/reddish areas/ the third one greatly enlarged and finally still inflamed [burns second degree] , there must have been a production error with the last wrap she used [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer via a pfizer-sponsored program "brand websites for devision consumer healthcare germany". A 40-year-old non-pregnant female patient started to receive thermacare heatwrap (thermacare heatwrap), device lot number w91239, expiration date aug2021, via an unspecified area of administration from 10oct2019, at 1x/day for the lower back area and back pain. Medical history was not reported. There were no concomitant medications. The patient stated on (B)(6) 2019 she bought a pack with heat wraps. She has disposed the paper repackaging before her holiday start and can offer you only the numbers printed on the foil of the heat wrap. She attached the wrap in the morning and wanted to remove it again in the afternoon. She noticed 3 burn blisters in (B)(6) 2019. Meanwhile two were not so strongly developed and disappeared completely after 2 days except the reddish areas, the third one greatly enlarged and finally still inflamed. It was further clarified that during use three burn blisters/ burns occurred. Two smaller blisters healed quite soon and disappeared after one day. The third blister was quite large, approximately 2 x 1 cm, swollen and filled with fluid. The two small blisters did not cause pain. The third blister hurt a lot and was sensitive to pressure. There were no skin irritations. She consulted her favorite pharmacy. She did not wear skinny clothes and ventilated the affected areas in regular intervals. After that she didn't use heat wraps any more. The packaging instructions do not really say much about the formation of burn blisters. Since she used the product several times and also correctly (altogether 3x), she assumed that there must have been a production error with the last wrap she used. Otherwise she would surely have noticed a blistering in case of hypersensitivity or with one of the patches used before. She was not in medical care currently. Skin colour described as very bright /bright. No sensitive skin or skin disease. Package was red. Product was not fully used. Amount of days with daily use of thermacare was 1. Duration of use per day was 3-4 hours. Thermacare was not taken before. The patient already used other warmth producing products for pain over a period of 2-3 hours. No intolerances occurred. She has worn thermacare directly on the skin. During use, she did not do sports. The patient checked her skin during use of thermacare. It was not indicated how often. The patient has read the instructions before. She did not consult a physician due to the events. The patient was neither admitted to hospital, nor received a treatment due to the events. The action taken in response to the events was permanently withdrawn in (B)(6) 2019. The outcome of the event burn blister was not recovered. The outcome of the other event was unknown. Severity of harm: s3. Product investigation result were as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blisters." The cause of the consumer reporting receiving "burn blisters" from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, investigation (citi) customizable search was performed. External cause investigation complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible/minor. The citi customizable search returned a total of 602 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The adverse events complaint subclass shows an increase in november 2018 thru january 2019. This is a seasonality change in combination with a change in procedure. The data shows a trend emerging for the subclass in april and may 2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from april 2019. Eight complaints were related to batch s97473. The remaining recall batches were not reported. A review of the 24 month trend chart for batches with unknown batch numbers shows a spike in april and may 2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per hazard analysis, thermacare heat wrap product: 8 and 12hr. These complaints are classified as an open-pouch. All open pouch complaints are investigated and are not valid adverse events. Based on this citi customizable search, there is not a trend identified for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh products the data did not show an increase over time (24 months). Review of complaint description concludes there is no device malfunction. Follow-up (22oct2019): new information received from the same consumer includes: demographic data (approximate age added) and event information. Follow up (04nov2019): new information received from product quality complaint group: severity of harm. Follow-up (06nov2019): new information received from the patient and product complaint group includes: patient information (updated age and non-pregnant), product information (added indication and start date), no treatment or concomitant medications, and product investigation results). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the available information, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Cannot be ruled out., comment: based on the available information, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blisters." The cause of the consumer reporting receiving "burn blisters" from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, investigation (citi) customizable search was performed. External cause investigation complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible/minor. The citi customizable search returned a total of 602 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The adverse events complaint subclass shows an increase in november 2018 thru january 2019. This is a seasonality change in combination with a change in procedure. The data shows a trend emerging for the subclass in april and may 2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from april 2019. Eight co.

Event description:
Event verbatim [preferred term] 3 burn blisters/reddish areas/ the third one greatly enlarged and finally still inflamed [burns second degree] , there must have been a production error with the last wrap she used [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer via a pfizer-sponsored program "brand websites for devision consumer healthcare germany". A female patient in her upper 30s started to receive thermacare heatwrap (thermacare heatwrap), device lot number w91239, expiration date aug2021, via an unspecified area of administration from an unspecified date, for the lower back area. Medical history and concomitant medications were not reported. The patient stated on (B)(6) 2019 she bought a pack with heat wraps. She has disposed the paper repackaging before her holiday start and can offer you only the numbers printed on the foil of the heat wrap. She attached the wrap in the morning and wanted to remove it again in the afternoon. She noticed 3 burn blisters in (B)(6) 2019. Meanwhile two were not so strongly developed and disappeared completely after 2 days except the reddish areas, the third one greatly enlarged and finally still inflamed. There were no skin irritations. She consulted her favorite pharmacy. She did not wear skinny clothes and ventilated the affected areas in regular intervals. After that she didn't use heat wraps any more. The packaging instructions do not really say much about the formation of burn blisters. Since she used the product several times and also correctly (altogether 3x), she assumed that there must have been a production error with the last wrap she used. Otherwise she would surely have noticed a blistering in case of hypersensitivity or with one of the patches used before. The action taken in response to the events was permanently withdrawn in (B)(6) 2019.the outcome of the events was unknown. Severity of harm: s3. Additional information has been requested and will be provided as it becomes available. Follow-up (22oct2019): new information received from the same consumer includes: demographic data (approximate age added) and event information. Follow up (04nov2019): new information received from product quality complaint group: severity of harm. Company clinical evaluation comment: based on the available information, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events were assessed as associated, as it was determined that a causal relationship between the suspect device and the events cannot be ruled out., comment: based on the available information, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events were assessed as associated, as it was determined that a causal relationship between the suspect device and the events cannot be ruled out.

Event description:
3 burn blisters/reddish areas/ the third one greatly enlarged and finally still inflamed [burns second degree], there must have been a production error with the last wrap she used [device issue]. Case narrative: this is a spontaneous report from a contactable consumer via a pfizer-sponsored program "brand websites for devision consumer healthcare germany". A female patient in her upper 30s started to receive thermacare heatwrap (thermacare heatwrap), device lot number w91239, expiration date aug2021, via an unspecified area of administration from an unspecified date, for the lower back area. Medical history and concomitant medications were not reported. The patient stated on (B)(6) 2019 she bought a pack with heat wraps. She has disposed the paper repackaging before her holiday start and can offer you only the numbers printed on the foil of the heat wrap. She attached the wrap in the morning and wanted to remove it again in the afternoon. She noticed 3 burn blisters in (B)(6) 2019. Meanwhile two were not so strongly developed and disappeared completely after 2 days except the reddish areas, the third one greatly enlarged and finally still inflamed. There were no skin irritations. She consulted her favorite pharmacy. She did not wear skinny clothes and ventilated the affected areas in regular intervals. After that she didn't use heat wraps any more. The packaging instructions do not really say much about the formation of burn blisters. Since she used the product several times and also correctly (altogether 3x), she assumed that there must have been a production error with the last wrap she used. Otherwise she would surely have noticed a blistering in case of hypersensitivity or with one of the patches used before. The action taken in response to the events was permanently withdrawn in (B)(6) 2019. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (22oct2019): new information received from the same consumer includes: demographic data (approximate age added) and event information. Company clinical evaluation comment: based on the available information, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events were assessed as associated, as it was determined that a causal relationship between the suspect device and the events cannot be ruled out., comment: based on the available information, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events were assessed as associated, as it was determined that a causal relationship between the suspect device and the events cannot be ruled out.